Manufacturer narrative:
Product ID 377775, lot # v008543, implanted: (B)(6) 2007, product type lead; product ID 377760, lot # v012045, implanted: (B)(6) 2007, product type lead; product ID 377745, lot # v010660, implanted: (B)(6) 2007, product type lead; product ID 377745, lot # v010634, implanted: (B)(6) 2007, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).

Event description:
It was reported the patient's devices were "not working well at all." It was stated the patient had been in "crisis mode for the past 3 months. The patient had been in the hospital from (B)(6) 2012. It was further stated the cause for the patient's issues was due to the "devices not operating properly." Additional information has been requested, a follow up report will be sent if additional information is received. Refer to the manufacturer report #3004209178-2013-00668. The patient has two systems implanted and both are mentioned as causes of the patient's issues.